Event description:
It was reported that during percutaneous coronary intervention, balloon rupture occurred. A 12mm x 2.75mm nc quantum apex balloon was used to treat the lesion. The balloon ruptured at 18 atm on the 2nd inflation. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status post-procedure was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was received inside a nc quantum apex product pouch and shelf box with blood in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2 mm from the proximal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).